Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Our angiography department has encountered a problem with the merit inflator reference in4352. On (B)(6) 2025, the inflator handle ended up in the nurse's hand. No patient details or injury was reported. Hospital angiography department reports placing the batch on quarantine.

Manufacturer narrative:
The suspect device was returned for evaluation. On inspection, under magnification the o ring was not seated properly leaving a gap between the gauge and the barrel. This complaint is confirmed. The root cause is misalignment of the o-ring during assembly. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the engineering, quality, and management team members.

Event description:
Additional information was received in a meeting on 15oct2025. The france team confirmed they had an inability to deflate balloon occur on one unit during a coronary angioplasty of the left coronary trunk. The handle stayed attached but would not deflate. They were able to use another inflator, and the patient suffered no harm.